Event description:
Rptr noted no aspiration during lensectomy with frag handpiece. Scleral burn occurred. Used vitrectomy probe to complete procedure. Prognosis reported as good. Surgeon felt this could contribute to serious injury if it recurs.